Event description:
The tech alleged that the bed has a loss of ground. No patient impact.

Manufacturer narrative:
The tech found the cause is paint not allowing the ground screws to make good connection with bare metal. The tech removed the ground screws and cleaned the paint from underneath the ground screw area and then reinstalled the ground screws to resolve the issue.